Manufacturer narrative:
Additional information: changed to: 30001026470494 the product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter and between the catheter and the returned non-maquet sheath. The sheath was covering the rear portion of the membrane. The extender tubing was also returned. A catheter tubing kink was observed near the y-fitting at approximately 75.4cm from the iab tip. The catheter tubing was also observed to be damaged/pinched at approximately 53.8cm from the iab tip. Lastly, the optical fiber was found to be broken within the membrane at approximately 8.6cm form the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. The optical fiber was found to be broken, confirming the reported problem. However, we are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint#: (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab), a noise came from the arterial pressure. The iab was kept in use, however, the arterial pressure was taken from an external monitor. There was no patient injury and np adverse event was reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab), a noise came from the arterial pressure. The iab was kept in use, however, the arterial pressure was taken from an external monitor. There was no patient injury and np adverse event was reported.